Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "ruptured during surgery".

Event description:
Healthcare professional reported "ruptured during surgery." This record is for an unknown side. Device was not implanted.